Event description:
It was reported that the patient with this non magnetic resonance imaging (MRI) conditional pacemaker system, mentioned that during an MRI the leads moved. No adverse patient effects were reported. This system remains in service.